Event description:
It was reported that this lead was capped due to failure to capture. There were no additional adverse patient effects reported. The lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).